Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to confirm excessive no delivery alarm due to blank display.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and alarmed no delivery. Customer's blood glucose level was 133 mg/dl. Customer reported that they were unable to troubleshoot at time of call. Customer reports alarm did not occur during manual prime. Insulin pump will be returned for analysis.